Event description:
The customer stated that she was taken by paramedics to the hospital, due to hypoglycemia. The customer stated that her blood glucose reading was 124 mg/dl while in the ambulance and dropped to 24 mg/dl upon arrival at the emergency room. Troubleshooting was performed, and the insulin pump's settings were checked. A bolus was found in the history files of the insulin pump that the customer stated that she had not programmed. The customer did not have the necessary supplies to perform the displacement test. The customer was advised to call back to perform the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.